Manufacturer narrative:
Findings: unable to upload to carelink pro do to multiple a47 alarms in history screen. A47 alarms due to corrupted history file. Unit received with cracked battery tube threads.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.